Manufacturer narrative:
Additional narrative: reporter is a synthes employee. Part: 03.010.517-us, lot: 9562292, manufacturing site: (B)(4), release to warehouse date: september 23, 2015. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Visual inspection: the t-handle ball hex screwdriver 8mm was received at us customer quality (cq). Visual inspection of the complaint device showed the shaft of the device was bent. Also, the hex ball tip was stripped which is consistent with the device use which would not contribute to the complaint condition. No other issues were observed with the complaint device. Dimensional inspection: feature: shaft diameter. Measured dimension: conforming. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the device was received with bent shaft. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, when the case was finished it was discovered that the t-handle ball/hex screwdriver had a small bend in the shaft. The case was already completed, and there was no patient impact. Upon manufacturer investigation, it was determined that the hex ball tip was stripped. This report is for a t-handle ball hex screwdriver 8mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Reporter is a synthes employee. Part: 03.010.517-us, lot: 9562292, manufacturing site: (B)(4), release to warehouse date: september 23, 2015. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Visual inspection: the t-handle ball hex screwdriver 8mm was received at us customer quality (cq). Visual inspection of the complaint device showed the shaft of the device was bent. Also, the hex ball tip was stripped which is consistent with the device use which would not contribute to the complaint condition. No other issues were observed with the complaint device. Dimensional inspection: feature: shaft diameter. Measured dimension: conforming. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the device was received with bent shaft. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, when the case was finished it was discovered that the t-handle ball/hex screwdriver had a small bend in the shaft. The case was already completed, and there was no patient impact. Upon manufacturer investigation, it was determined that the hex ball tip was stripped. This report is for a t-handle ball hex screwdriver 8mm. This is report 1 of 1 for (B)(4).